Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did not deliver when the bolus cord was pressed. The gemstar pump, bolus cord, and docking station were returned to the biomedical engineering department from an unspecified nursing unit with a report that when the pump was loaded on the docking station, the pump did not deliver a dose when the bolus button was pressed. No tracking info was provided; therefore, specific pt info, pump programming, event details, and the medication being delivered were not available; however, it was reported that the pump and the overall system were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No additional interventions were required. At an unspecified time, the customer contact indicated that when the bolus cord was connected directly to the pump, the pump delivered a dose when the bolus button was pressed. Though requested, no additional info was provided.